Manufacturer narrative:
The identification of the isolate was confirmed and oxacillin (ox) and cefocitin (oxsf) testing included 2 gp67 cards from the same lot as that tested by the customer and 2 cards from a random lot. Also tested was agar dilution (ad), the reference method for oxacillin (ox), fox disc, the reference method for cefoxitin (oxsf), broth microdilution (bmd) and pbp2a latex. The four gp67 cards tested in-house duplicated the customer's susceptible ox mics = 0.5 and the negative oxsf results. The resistant ad mic=8 and the resistant fox disc result of 17mm confirm the vitek 2 results to be a very major error. Pbp2a testing was positive, however, bmd gave a susceptible mic=1. Review of the graph wells shows there to be poor growth in the ox drug wells and delayed growth in the oxsf drug wells. Although the vitek 2 results are a erroneous when compared to their respective reference methods, the susceptible bmd result suggests this strain to be an atypical staph aureus.

Event description:
On (B)(6) 2015, a customer reported to biomerieux an incident that the vitek 2 ast-gp67 test kit obtained a false susceptible to cefoxitin compared to other methodologies. The vitek 2 test determined the organism to be susceptible to oxacillin and cefoxitin whereas other methodologies determined it to be resistant to those antimicrobial agents. Treatment of the patient was based on the other methodologies and not the false susceptible vitek 2 result; therefore, no patient harm or mistreatment is associated with this event.